Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The device came in for maintenance service and four problems were identified. (1) defib comm error, (2) pacer comm error, (3) the aux-power connector was damaged, and (4) the bp pump assembly was not operating. The most severe problem is the defib comm error that would result in the device being unable to deliver therapy. (1) (2) the defib comm and pacer comm errors were isolated to an older (over six years) defib assembly. The assembly and system software was updated, correcting the problem, (3) the aux-power connector was physically damaged and was replaced. (4) the bp pump assembly was not operating and was found to have its hose interface damaged. The entire pump assembly was replaced. After all repairs were completed, the device passed acceptance tests and was subsequently returned to the customer.

Event description:
The device was originally sent in for scheduled maintenance, secondary findings showed messages "pacer comm error" and "defib comm error" on power up.